Event description:
It was reported that an oversensing episode of an unspecified noise was noticed in this patient's implantable pulse generator (pacemaker) right ventricular (rv) channel, during a routine patient check. The unspecified noise could not be reproduced after isometrics were performed, and a rv lead damage was suspected. Technical services (ts) could not review the episode in question, as it was already overwritten. Thus, it could not be clearly indicated if there was any issue with the rv lead because the possibility that the oversensed noise was an electromagnetic interference (emi) could not be discarded, and it was highly suspected that this was the cause of the issue instead of an actual rv lead damage. Ts suspected loss of capture as well due to a particular waveform but could not be confirmed. In addition, ts indicated that far-field r-waves could be appreciated when reviewing the electrogram (egm) that remains in the real-time log, that appeared at the same time the ventricular lead paced failed. Ts recommended some additional evaluations. Further information was received indicating the patient suffered about 8 seconds of asystole in this case due to pacing inhibition and the physician was planning about adding leads to this patient pacemaker system. However, no further information was known after this point. This pacemaker remains in service and no additional adverse patient effects were reported.